Event description:
Customer alleged the pump will not lower correctly and even with the pressure of weight applied, the pump will not release. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ghs350, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1148115 rev b (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The spouse of the end user called stating that the pump on the ghs350 get-u-up hydraulic stand-up lift allows for the consumer to be raised properly, however, the pump will not allow the consumer to be lowered properly. Invacare referred the consumer to their dealer for a warranty replacement of the pump. No injury alleged.